Event description:
Full term male infant born 11/18 with significant respiratory distress. Neo care silicone umbilical venous catheter was placed without difficulty and sutured at 12 cms. Chest x-ray obtained, physician performed echo test to confirm catheter in right atrium. The physician instructed nurse to withdraw 1.5 cms. When doing so catheter snapped within umbilical and hepatic veins, with tip near atrial septum. Physicians notified, the infant was transferred to another hosp for a cardiac cath; however, an abdominal incision was performed once the infant was at hosp. The infant tolerated the procedure well.